Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent surgical intervention where his ipg was replaced due to being inoperable. It is unknown when the ipg became inoperable. An sjm representative confirmed the patient was unable to communicate with external devices. The patient is now receiving stimulation.